Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained strips. Performed visual inspection on returned meter, no issues were observed. The meter turned on with button depression and strip insertion. Control solution testing was performed and all results were satisfactory. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews (DHR) for the freestyle lite meter indicated by the serial number provided by the customer was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release and there was no indication that the product did not meet specifications. The DHR for the freestyle strips indicated by the serial number provided by the customer was reviewed. The dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. Customer received meter results of 93 mg/dl and experienced sweating, vomiting, lightheaded, handshaking, and dehydration. Customer was unable to self-treat and was seen by a healthcare provider where laboratory readings of 102mg/dl were taken and unspecified IV fluids were rendered for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.